Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient hit his head. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient hit his head.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely, however to determine an exact root cause a device investigation of the explanted device is necessary. In addition, a partial migration of the active electrode out of cochlea is suspected, as channels 10-12 were reportedly outside of cochlea, as during initial implantation surgery, a full insertion was achieved. The device has been explanted, but has not been received for investigation yet.

Event description:
The patient hit his head. The patient has been re-implanted on (B)(6) 2016. Reportedly the device housing was found to be slightly rocked at device removal. Device has not been received for investigation.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. In addition, a partial migration of the active electrode out of cochlea is suspected, as channels 10-12 were reportedly outside of cochlea, as during initial implantation surgery a full insertion was achieved. All the problems given in the patient report appear to match well with the findings. This is a final report.

Event description:
The patient hit his head. The patient has been re-implanted. Reportedly the device housing was found to be slightly rocked at device removal.